Event description:
Swan-ganz catheter balloon burst inside the patient. The catheter was in use for approximately 4 to 5 minutes. The problem was detected via syringe back pressure. The catheter was removed and replaced without a problem. There was no injury to the patient.